Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. The next day after the hospitalization, the patient began treatment with vancomycin (1 gram, route and frequency not reported), fortum (1 gram, route and frequency not reported) and amikacin (500 mg, route and frequency not reported) for the event of peritonitis. The patient's outcome and action taken with dianeal therapy was unknown. No additional information is available.